Manufacturer narrative:
The technician found the right head brake caster support is broken and the brake bar link bushing is broken also. A search of hill-rom maintenance records did show the preventative maintenance has been performed annually. An investigation was performed annually. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the right head brake caster support, the brake bar link bushing and the main bearing to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported there is a note on the bed that states the bed is broken. The technician found the brakes are not holding there was no patient/user injury reported. (B)(4).